Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not been rec'd by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Hematoma, infection and drainage are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported, "infected hematoma - requiring port removal." The port was removed adn will be replaced at another time. Follow-up findings: the hematoma started to drain eight days after it was observed. In the surgeon's clinical opinion, the causality of the hemtoma and infection is unk. The pt did not have an infection or illness prior to this event being noted.